Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had both a pelvic health device and a pain stimulator. The patient¿s implantable neurostimulator (ins) for pain was interfering with their pelvic health device, as the patient would feel a shock in their pelvic health device when charging their pain ins. It was unknown if any environmental or external factors may have led or contributed to the issue. The manufacturer representative noted that the issue hadn't been resolved. Additional information was received from the health care professional (hcp) regarding a patient with an ins for post lumbar laminectomy. It was reported that (B)(6) 2018 the implantable neuro stimulator (ins) interfering with the pelvic health device began after pelvic health device revision. Patient pain ins was revised (B)(6) 2018 there was no change. Pelvic health device lead revision resolved the issue. The cause of the ins interfering with another pelvic health device was due to damage to the pelvic health device lead, charging the ins was causing the shocking, pain and heating up of the area around the ins. The interference issue has been resolved. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.